Manufacturer narrative:
In medical opinion, although capsulotomies larger than the iol's optic were associated with higher rate of posterior capsule opacification (pco) and it should not be much larger than 5.5 mm, however, the smaller the capsulorhexis (average 5.0-mm and less), the more rapidly it contracts postoperatively (to 4.4 mm and less) which may lead to zonular stretching, iol compression, iol dislocation, and ciliary body traction. The lens was not returned for evaluation. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
Investigation of this report is in progress. The device is not available for evaluation. A follow-up report will be submitted upon completion of this investigation.

Event description:
A crystalens was reportedly explanted from a patient¿s right eye as a result of z syndrome and dislocation. The original iol implantation procedure was not complicated in any way. A delivery device of another manufacturer was used. The iol optic was clear and free of debris/deposits upon implantation. The patient developed z syndrome approximately six months post-implant, which was treated with re-positioning of iol and use of a capsular tension ring (ctr). The z syndrome reoccurred after a few weeks and the surgeon performed a yag of the posterior chamber with partial improvement of z syndrome, but posterior dislocation with some yag pitting later occurred. In the implanting surgeon¿s opinion, capsule contraction is a likely cause of the event. Post-intervention, the patient noticed a decrease in their vision, including glare symptoms. The patient consulted another surgeon, who observed that the intraocular lens (iol) was decentered and was tilted back in a mild z configuration. The patient¿s rhexis was smaller than the optic. The posterior capsule was not present, but the anterior capsule was intact. The optic was not clear, as the lens was pitted. As a result of the z syndrome and dislocation, the patient underwent an optic capture, pars plana vitrectomy, and intraocular lens exchange for another model with a different diopter. The iol did have pits which may have caused the glare, but pits were not the main reason for the iol exchange. The patient stated that visual acuity and glare are improved post-intervention.